Event description:
It was reported that the right atrial (ra) lead is experiencing low impedance. The lead remains in use and there is no indication of intervention at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator, (B)(6) 2011; 5086mri, implantable pacing lead, (B)(6) 2011. (B)(4).